Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient is having issue with stimulation turning off/on. Caller reports patient feels stimulation off for a few seconds and then back on. This happens any times and no particular position. Caller does not remember if adaptive stim (as) is programmed. Patient goes to the gym a lot and does not know if patient moves to each position quicker than what the stability time is programmed. Impedance has been assessed and normal in the past. Rep has set up multiple appointments with patient and the patient has canceled on him. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain via a manufacturer¿s representative (rep). The rep reported that the therapy was turning on and off by itself. The rep reported that the stimulation randomly turned off then later turned back on. The rep reported that the patient didn¿t know when the issue started. The rep reported that the patient wasn¿t on cycling and an impedance check was fine. The rep didn¿t know if adaptive stimulation was on but didn¿t think it was on since the patient would have experienced this more regularly. The rep was to investigate further and meet with the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the situation had not resolved. The rep reported that the patient reported to her yesterday that it happened again. The rep reported that the patient confirmed that the controller did show that it was still on despite turning off. The rep reported that the patient did have adaptive stimulation, so they were scheduling to meet with the patient next week analyze. No further complications were reported.